Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the event. The se confirmed all graphic user interface cables were secure and the ventilator was run for one hour with no issues. The ventilator passed self testing.

Event description:
It was reported that the ventilator's bottom display was erratic. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.